Event description:
The device was used during an ovarian cystectomy procedure. Reportedly, the sheath was damaged that caused tissue burn. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.